Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that 13 months after the dental implant and prosthesis were placed, the implant had not achieved osseointegration in type ii bone. The implant was completely covered in bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 13 months after the dental implant and prosthesis were placed, the implant had not achieved osseointegration in type ii bone. The implant was completely covered in bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.